Event description:
The event occurred in india. It was reported that the hl20 device displayed the error message runaway. The issue was observed during routine checkup and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 device displayed the error message runaway. The issue was observed during routine checkup and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. A getinge field service technician (fst) was sent for investigation and repair. The reported failure was reproducible. The fst cleaned the carbon brushes, the armature and the tacho strobe. Furthermore, the board measurements were checked and reconnected. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The unit is kept under observation and the test runs are ongoing. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Manufacturer narrative:
It was stated that the hl20 device displayed the error message runaway. The issue was observed during routine checkup and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. During getinge fst´s investigation and repair, the device displayed also the error message: safety-s. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board was replaced, but the error messages still persist. The replacement of the motor solved the reported failures. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. In regards to the error message: runaway: a similar case was already investigated by the getinge life cycle engineering. A defect in the speedometer of the motor was determined as the root cause of the error message runaway. In regards to the error message: safety-s: a similar case for the failure safety-s was already investigated by the getinge life cycle engineering with the following outcome. The rpm (roller pump module) motor consists of two main components, the motor itself and a tachometer connected to the motor drive unit. The tachometer generates a dc voltage signal that is proportional to the speed and is used to control the motor to the target speed set by the user. In the event of deviations between the target and actual speeds, the control system first attempts to adjust the speed of the motor to the target by regulating the motor. If this is not possible, the motor is stopped by the control system and the message system-s will be displayed. The most probable root cause could be determined as a defective motor tacho produces a faulty speed signal. Even when the motor is not turning, the tacho produces a signal that corresponds with a high speed. The review of the non-conformities has been performed on 2025 for the period of (B)(6) 2017 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2017. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failures "error message: runaway and safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was stated that the hl20 device displayed the error message runaway. The issue was observed during routine checkup and no patient was involved. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board was found to be defective and needs to be replaced. The affected part was not made available for further investigation at the manufacturer. The failure can be linked to the following most possible root causes according to the hl 20 risk assessment: arterial pump doesn´t start, unintended stopped or slowed down because of e.g.: - component defective, - communication error. The review of the non-conformities has been performed on 2025-06-27 for the period of 2017-02-03 to 2025-06-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-02-03. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: runaway could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).